Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up where oversensing was noted on a stored electrogram. The patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient was stable during and after the programming changes.